Event description:
It was reported that syringe 0.3ml 31ga 6mm halfunit 10bag had foreign matter. This occurred on 50 occasions. The following information was provided by the initial reporter: the customer stated that like below. Excessive silicon continues to come out of insulin syringes. Although this silicon is medical silicon and it is harmless to the human body, I'm very uncomfortable putting it into my child's body, because I'm using syringes to inject insulin into my child. I hope silicon oil doesn't come out of bd syringes.

Manufacturer narrative:
H6: investigation summary: customer returned three images of a 0.3ml, 31 gauge, 6mm syringe from lot 0189393. The tip of the needle features a bead of colorless, rubber-like material. This appears to be excess silicone that has dried on the needle. A review of the device history record was completed for batch # 0189393 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of foreign matter on the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 6mm halfunit 10bag had foreign matter. This occurred on 50 occasions. The following information was provided by the initial reporter: the customer stated that like below. Excessive silicon continues to come out of insulin syringes. Although this silicon is medical silicon and it is harmless to the human body, I'm very uncomfortable putting it into my child's body, because I'm using syringes to inject insulin into my child. I hope silicon oil doesn't come out of bd syringes.